Event description:
It was reported that the burr became stuck on the lesion. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex (lcx) artery. A 1.25mm rotalink¿ plus was selected to treat the lesion. Ablation was performed several times and was noted that the device crossed the lesion. Upon withdrawal, the burr was unable to be removed. The device was slightly pulled but it got stuck completely in the lesion, when the physician attempted to remove the device the burr got detached and remained on the concomitant wire. The proximal lesion was then dilated with an unknown balloon catheter, and the device was removed successfully from the patient. The procedure was completed with a different device. There were no further patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A guidewire was returned running the burr. The annulus was found to be damaged upon inspection and was found to be damaged possibly due to the wire hitting off the annulus in attempt to remove the device during the procedure. Damage to the annulus may suggest that the guidewire made contact with the annulus. The burr was returned detached from the device. The device met all material, assembly and performance specifications. Based on the results of the investigation no further escalation is required. There was no new or unanticipated failure modes reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck on the lesion. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex (lcx) artery. A 1.25mm rotalink¿ plus was selected to treat the lesion. Ablation was performed several times and was noted that the device crossed the lesion. Upon withdrawal, the burr was unable to be removed. The device was slightly pulled but it got stuck completely in the lesion, when the physician attempted to remove the device the burr got detached and remained on the concomitant wire. The proximal lesion was then dilated with an unknown balloon catheter, and the device was removed successfully from the patient. The procedure was completed with a different device. There were no further patient complications reported and the patient's status was good.